Manufacturer narrative:
B3: date of event: the date of the event is unknown. Boston scientific became aware of the event on (B)(6) 2020. Therefore a date of (B)(6) 2020 was entered to indicate the event occurred on an unknown day in (B)(6) 2020. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 108.1cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a diseased left main (lm) artery. After an intravascular ultrasound (ivus) and predilatation with a non boston scientific (bsc) balloon, a 3.5 x 13 non bsc stent and a 4.0 x 38mm non bsc stent was implanted. Following stent deployment, an nc emerge balloon was advanced to the target lesion for post dilatation, but after the first dilatation and during removal, the shaft broke. The device was removed from the patient and was fractured. The detached portion of the device was removed by pulling it out together with the wire. The procedure was successfully completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
Date of event: the date of the event is unknown. Boston scientific became aware of the event on (B)(6) 2020. Therefore a date of (B)(6) 2020 was entered to indicate the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention (pci) was performed on a diseased left main (lm) artery. After an intravascular ultrasound (ivus) and predilatation with a non boston scientific (bsc) balloon, a 3.5 x 13 non bsc stent and a 4.0 x 38mm non bsc stent was implanted. Following stent deployment, an nc emerge balloon was advanced to the target lesion for post dilatation, but after the first dilatation and during removal, the shaft broke. The device was removed from the patient and was fractured. The detached portion of the device was removed by pulling it out together with the wire. The procedure was successfully completed and no patient complications were reported in relation to this event.